Event description:
It is reported that a hospital employee hurt their back while lifting the case. The employee is on a leave of absence due to the injury.

Manufacturer narrative:
This report will be amended when our investigation is complete.